Event description:
Per independent repair center, the unit was alarming or red light. The key failure was tie wraps causing leaks. Additional malfunction for this device; the unit had a defective power switch.